Manufacturer narrative:
No patient information provided after calls to customer (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit (apl) valve was replaced to resolve the reported issue.

Event description:
The hospital reported that the adjustable pressure limit valve was not relieving pressure correctly which could cause an over delivery of pressure in the patient circuit. There was no report of patient injury.